Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsx47b10, (tsx implant, 4.7mmd, 10mml) for evaluation. Visual evaluation / functional test was performed, no damage that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number 1266552. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266552 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician inadvertently selects a length of implant that is too long for the depth of osteotomy prepared. Therefore, based on the available information, a device malfunction did not occur. No damage/malfunction identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation results.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient went for consultation 4 months after placement with complaints of sinus pressure and pain at the implant tooth site #14. After taking panorex x-ray, the maxillary left sinus cavity showed signs of irritation at the apex of the implant. The patient had experienced sinus infection/perforation, with associated pain. The implant was removed and the site was grafted for future re-placement.